Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h10 the reported slda event does not allege a malfunction that could be related to an edwards manufacturing deficiency, and one was not confirmed through investigation and per imaging review. In addition, a DHR was completed and no nonconformances related to the complaint event were identified. The presence of an slda as described in the complaint event was confirmed through the imaging evaluation. Potential contributing factors to the sldas are imaging related factors based on the review of the images provided. The imaging contributing factors include inaccurate view planes, no leaflet grasping clip recorded, poor 2d quality and lack of 3d usage.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. H3 other text : not returned.

Event description:
Edwards received notification of a pascal precision ace device where two devices were implanted (a/s) in tricuspid position where an slda happened. Procedure finished with a satisfying result. An important issue during the procedure was a poor image quality. On pod2 a tte was performed, and a significant tricuspid insufficiency (ti) was noticed again. So on pod3 a tee was performed for evaluation. A single leaflet detachment on the lateral leaflet of the second device was noticed. The septal leaflet was still attached but the ti was similar to the initial ti and graded as torrential. As per medical opinion it is unknown what caused the slda. On pod4 the clinical specialist spoke with the implanting and echo physicians and went through the echo-images. A redo procedure was performed on pod9. One device was placed posterior to the detached device in a 3-9 orientation, grasping the p1 and septal segment. Image quality was again an issue so leaflet insertion check on the septal leaflet was very difficult. At the end, the clinical team was sure enough that the leaflet was in. A stabilization of the detached device was achieved and a slight reduction of one grade, although it was hard to quantify with standard methods. Patient is doing well and he was already discharged from the hospital. Tr before procedure was torrential (5+) and after the procedure moderate (2+) to severe (3+). Tr when the slda happened was torrential.

Event description:
As per additional information received, approx. 2 years after the index and re-do pascal procedures, patient was hospitalized for treatment due to the original slda and the tricuspid regurgitation (+4). The medical team was discussing for discuss possible treatment options with percutaneous or surgical replacement of the tricuspid valve.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6 and h2. Update the event for patient outcome. Per new information replacement of tricuspid valve is being planned. The investigation results were already submitted in the previous report.